Event description:
The customer reported that the patient received a burn while the force fx generator was in use. Additional information regarding the patient's burn was requested, however, no information has been provided.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.